Event description:
Event occurred during during decontamination or sterile processing with no patient involvement with no harm and no delay to a procedure. An alternate device was available for use. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Once the investigation is complete, a follow up/final report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the hose was leaking air. The hose was modified using nonstandard parts. The instrument end fitting was replaced with a non-zimmer biomet part; however, the repair was not completed because the product was unable to be repaired. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. Device is used for treatment. The root cause of the reported issue is attributed to the dermatome hose end fitting being modified with a non-zimmer biomet part. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Phone number: (B)(6). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the air dermatome was leaking air. No adverse events were reported as a result of this malfunction.